Manufacturer narrative:
Author and associated institution. This MDR is being reported as an individual event type for serious injury due to the assumed medical intervention to treat the complications. No contact information for the corresponding author was provided in the results; therefore no follow up can be performed. The lot numbers associated with this event remains unknown and an internal investigation could not be performed. As per the IFU, potential adverse events are those typically associated with surgical mesh materials and/or their implantation procedures including, but not limited to, infection,seroma formation and wound dehiscence. Based on the reported information, a relationship between the events and the strattice cannot be conclusively determined by lifecell.

Event description:
It was reported by medical safety that during a review of the clinicaltrials.gov database in preparation for the upcoming pms meeting, the study "biologic mesh versus synthetic mesh in repair of ventral hernias" was identified that posted results from a multicenter prospective double-blinded randomized controlled trial comparing 253 patients with clean-contaminated (class 2)or contaminated (class3) abdominal wall ventral hernias undergoing single staged repair. The article reported that the soft mesh by cr bard, a macroporous monofilament polypropylene permanent mesh was compared to strattice mesh by lifecell, a non-cross linked porcine dermal biologic graft for the single stage open reconstruction of clean-contaminated and contaminated abdominal wall defects. The primary outcome variable was the absence of surgical site occurrence requiring procedural intervention and the absence of a hernia recurrence from the time of surgery up to 24 months of postoperative follow up. In the strattice cohort, the adverse events that were listed included bleeding, bowel obstruction, melena, seroma, surgical site infection, wound dehiscence, non-healing wound, respiratory failure, pulmonary embolism, anemia, leukocytosis, atrial fibrillation, hypotension, esophageal stricture, ileus, diarrhea, vomiting, nausea, abdominal aortic aneurysm, abdominal pain, fever, chest pain, cellulitis, wound infection, c-diff, pneumonia, PICC line infection, abscess, drainage for jp removal site, delirium, urinary tract infection, acute kidney injury, urinary retention, hypoxia, hemoptysis and knee arthroplasty. The article did not describe the course of treatment, device disposition.